Manufacturer narrative:
B3: date of event: article publish date used as no event date was provided. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. Luther, v. Et al (2025) diffuse right coronary artery spasm occurring 45 minutes after pulsed field ablation for atrial fibrillation. Heart rhythm, volume 22 (7), pp 1864 to 1867. Doi 10.1016/j.hrthm.2025.03.1978. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature that cardiac arrest, coronary artery occlusion, and complete heart block occurred. A case study was performed on a single patient who experienced cardiac arrest following a pulse field ablation procedure (pfa) for recurrent persistent atrial fibrillation. Procedure summary: the pfa procedure commenced while the patient was in atrial fibrillation on uninterrupted anticoagulation. Right femoral venous access was obtained and the transseptal puncture was performed followed by administration of heparin. A faradrive steerable sheath was placed and a 31mm farawave catheter was advanced into the left atrium. Synchronized cardioversion restored sinus rhythm. A total of thirty six (36) applications of pfa ablation were delivered to the pulmonary veins. The left atrial posterior wall was treated with twenty (20) applications of pfa. Heparin was reversed with 50mg of protamine and the procedure concluded. Event summary: forty-five (45) minutes post procedure the patient experienced chest pain, became hypoxic, hypotensive (systolic blood pressure of 65 mm hg), and bradycardic. Electrocardiogram showed inferior st segment elevation with complete heart block. External pacing was initiated and echocardiography identified severe right and left ventricular hypokinesia. The patient was intubated, boluses of intravenous epinephrine were delivered, and the patient went into cardiac arrest with pulseless electrical activity. Mechanical compression and cardiopulmonary resuscitation were initiated. A temporary pacing wire was placed in the right ventricle and coronary angiography showed complete occlusion of the right coronary artery. An intracoronary infusion of 150 micrograms of nitrate was administered and the right coronary artery was wired with sequential balloon dilation. Angiography confirmed flow was restored down a diffusely narrowed 2mm vessel and a 2mm unknown stent was placed to maintain patency. After stent placement left sided coronary angiogram showed vessel patency with diffusely narrowed vessels. The patient transitioned through periods of asystole, electromechanical dissociation, and ventricular fibrillation requiring external cardioversion. Blood gas analysis showed severe hyperkalemia secondary to profound lactic acidosis. After administration of calcium gluconate and insulin, rhythm stability with a perfusing blood pressure was achieved. Repeated angiography revealed full right coronary artery re expansion to 4mm. The patient was transferred to the intensive care unit where blood tests identified a progressive fall in hemoglobin and a rise in bilirubin indicating acute intravascular hemolysis which returned to normal at four (4) days post index procedure. Patient status: the patient fully recovered and was discharged seven (7) days post index procedure. Three (3) months post index procedure the patient remained well.